Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) on the lcd of the insulin pump, including significant scratches in the lcd screen, and was impossible to read. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported physical damage (scratch) on the pump and that the pump was not functioning as designed. The customer reported physical damage (crack or scratch) on the pump unrelated to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device would be returned.

Manufacturer narrative:
Pump was received with a partially broken retainer ring, critical pump error (open book image) alarm and missing segments/partial display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found a crack lcd controller and moisture damage on the pcba 2 and force sensor. Unable lock a sc1 cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked end cap, scratched lcd window (minor), scratched case, overlay scratched, dog chew marks, broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked belt clip rails, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed at pcba 2 and force sensor. Missing segments/partial display was confirmed due to cracked lcd controller. Cosmetic damage was confirmed at the lcd window screen and back of pump. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.